Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events were identified prior to the issue. The customer declined to report if their blood glucose exceeded 500 mg/dl, leaving the impact on blood glucose level unknown. Technical support assisted the customer with resetting the pump, which prevented the malfunction from recurring. The customer was informed that they could continue to use the pump and advised to reach out again if the malfunction reoccurred, to which they agreed.